Manufacturer narrative:
The "used/damaged" spectrum ii suture hook, disposable 45 degree right was returned for evaluation. Visual inspection of the returned suture hook confirmed the reported breakage and found the tip had broken off at the weld location. The broken portion was returned and further examination from the engineer found the hook was slightly bent external near the weld. This damage is indicative of lateral stress or bending load being applied to the device during use. Based on the evaluation findings, it is believed that the most probable cause of tip breakage is use-related. This lot #587900 was manufactured on 23-sep-2014. Of the lot containing 50 units, there have been no other complaints of "suture hook breakage" received for this item and lot number combination. A review of the device history record showed, there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported breakage. A 2-year review of the device complaint history shows a total of 2 complaints of "tip breakage" received including this one. During this same 2-year time frame, over 10,360 units were sold worldwide making the occurrence rate of 0.019. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects related to this type of report of "tip breakage". To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings & precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result.

Manufacturer narrative:
The used/damaged spectrum ii suture hook, disposable 45 degree right is expected to be returned for evaluation. However, as of this filing the device has not been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the spectrum ii suture hook, disposable 45 degree right in a shoulder arthroscopic stabilization procedure, the tip of the suture hook broke off in the surgical site. As reported, the breakage occurred when the surgeon was trying to pierce through the inferior glenohumeral ligament of the patient's right shoulder. The surgeon reported that the patient has an extremely thick capsule and that he was having difficulty placing cannulas, needles and other objects through the issue prior to the incident. The surgeon had attempted to pierce through the capsule with the spectrum hook on several occasions and was increasing the force and leverage on the hook with each attempt. The surgeon continued with this technique and the hook broke off from the shaft and became dislodged in the tissue. To expedite the process, the surgeon decided to remove the hook via a mini open approach by creating a larger incision than was otherwise required. The broken tip was safely retrieved with no problems noted. Other than a slight deviation from the intended procedure and a 30+ minute delay, the procedure was otherwise completed with no serious adverse effect to the patient.